Event description:
A us distributor contacted zoll to report that a patient developed an irritation where the therapy electrodes are located. Her back was described as having little, red, itchy bumps on her back. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cortisone cream by a physician. Follow up indicated that the irritation is doing better.